Event description:
It was reported that far p-wave oversensing was observed on the ventricular channel. Programming changes were recommended. At subsequent follow-up, no further oversensing was observed. The physician elected to take no action and patient will be scheduled for earlier follow-up.